Event description:
It was reported that the customer experienced a high blood glucose level of 425 mg/dl. The customer also reported her sensor and blood glucose level difference was significantly high. The customer treated her high blood glucose level with the insulin pump. While troubleshooting the customer found that the sensor was bent. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioning properly and passed all functional testing. However, found both enlite sensors were received with bent cannula. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.